Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that per the operating room staff, the flexible drill bit broke when used to drill holes for acetabulum during left hip total arthroplasty. All parts of the drill bit were retrieved, and the patient suffered no harm/injury from this event.